Event description:
It was reported that this lead was an attempted implant due to it was difficult to be positioned in the left bundle branch (lbb). After multiple attempts the physician pulled the lead out of body and noticed the helix was damaged. A new lead was successfully implanted. No additional adverse patient effects were reported.